Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that an unspecified sensor error message was received with the adc device. It was reported that a glucose reading of 21 mg/dl was obtained from an unspecified device and the customer experienced hypoglycemia symptoms with a loss of consciousness. The customer was unable to self-treat, requiring treatment of glucagon by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor data was analyzed and no abnormalities were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that an unspecified sensor error message was received with the adc device. It was reported that a glucose reading of 21 mg/dl was obtained from an unspecified device and the customer experienced hypoglycemia symptoms with a loss of consciousness. The customer was unable to self-treat, requiring treatment of glucagon by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.